Event description:
Paramedics attempted to use the device to administer defibrillation therapy to a pt. The device allegedly failed to function. A second ambulance arrived and treatment of the pt was continued using a second device. The pt's outcome was not reported.